Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device alarmed with an a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. Further testing found the plunger motor had slipped out of its mounting which disengaged the motor from the cam shaft. The probable cause of the s321 malfunction code was a loose plunger motor. This report represents all the information known by the reporter upon query by hospira personnel.